Manufacturer narrative:
Two (2) actual samples were received for evaluation. A visual inspection with the naked eye was performed with no issues noted. Functional testing including leak, clear passage, clamp function, and integrity testing was performed with no issues noted; the devices were connected to an in-lab adapter with no issues noted. The reported condition was not verified for both samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The devices were received and are currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the two (2) minicap transfer sets had a connection issue between the patient connector and the adapter. This occurred during use of the devices for peritoneal dialysis therapy. There was no allegation against the adapter. There was no patient injury or medical intervention associated with this event. No additional information is available.